Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient came to clinic due to device vibration alert. Investigation found the device timed out during capacitor maintenance testing out-of-clinic. In clinic the capacitor maintenance test was normal however it was decided to replace the device. Patient condition is fine.

Manufacturer narrative:
Additional information: new information was received on 09/28/15 that the device will be returned for analysis. Device evaluation: the timed out hv charging was confirmed in the laboratory. The cause was traced to the high voltage capacitors which were analyzed, finding a small amount of contamination that caused excessive leakage. The device functionality was tested on the bench and no other anomaly was detected.